Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the application with the serial number (B)(4). However, data for the application with the serial number (B)(4)was provided for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.